Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found dislodged. When trying to extend the helix it showed issues. This lead was then successfully replace. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found dislodged. When trying to extend the helix it showed issues. This lead was then successfully replace. No additional adverse patient effects were reported